Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger of bd plastipak¿ syringes was detached during use.

Manufacturer narrative:
Investigation summary: samples were received of the complaint where it was possible to observe a failure in the region of stopper. A review of the device history record revealed no irregularities during the manufacture of the reported lot. The defect in the stopper region occurred due to a variation in the temperature of the resin heating system in the mold - hot chamber - of the mold. In this way the resin did not have enough temperature to fill the mold and form the product. The problem has been corrected by performing intervention and adjustments in the hot runner. The hot runner was corrected by replacing the damaged resistor.

Event description:
It was reported that plunger of bd plastipak¿ syringes was detached during use.